Event description:
If a downloaded treatment field from the treatstation is temporarily modified with the use of a hand control device, the software may not verify the x leaf positions if the operator answers 'no' to the prompt asking whether the field should be restored. Previous and current software versions will recognize the error and prompt an message to warn the user. It is important to note that we are unaware of any mistreatment or injury associated with this issue. Upon initial review of this incident, a hazard analysis was performed which evaluated the repercussions if this malfunction was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, as a result of repeat incidenct from other sites and re-evalution of this issue, we are now reporting this occurrence to err on the side of caution. Reference 2910081-2006-00022 and 2910081-2006-00023.